Event description:
It was reported that the handpiece runs on its own. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician found the rotor was stuck in the motor. Several components were replaced and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.